Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The plan to upgrade to dual chamber ICD in future and continue to monitor the shock measurements. Subsequently, a revision procedure was performed and the ICD was explanted and replaced, while the rv remains implanted. No additional adverse patient effects were reported.